Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the large hem-o-lok clip applier instrument turned into the other direction when the jaws closed. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The surgeon's head was in the stereo viewer. The problem occurred during the manipulation via the console. There was no static instrument, and it could also be moved. Clip applier was at the intended distance. The clip applier did not move in the intended direction. The intended direction was straight ahead. Observed direction was right or left. The instrument moved without delay. Issue was only with this instrument. There was no injury to the patient.